Event description:
It was reported that while preparing the cath lab for an ep procedure that a workplace injury was sustained. While setting up the ensite x system, it was noted that the prs-p and prs-a were not in proper position. While adjusting the field frame and mounting bracket, a pull was felt along the upper and lower back. The pain worsened throughout the procedure and resulted in an urgent care visit.